Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-36884. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code tubing detached from tubing-tubing connector. The batch 5411067 in question was manufactured at the reynosa site. Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples for the lot 5411067 have already been previously tested in the (B)(4) on 20/dec/2023. The reference samples were visually inspected and tested for static pull. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the packaging lot 5411067 was manufactured according to the wi version 13 manufactured in the line multivac 10, on 31/jan/2023, with a total of (B)(4) units. The gluing tube lot 5414002 was manufactured according to the wi version 8 manufactured in the machine lc02, on 17/jan/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 29/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 5411067 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in hong kong it was reported that the patient faced two infusion sets tubing detachment. Event on (B)(6)2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.